Event description:
The tip of the delivery cable was broken and remained inside the device's end screw. Passing the delivery cable through the loader, and attaching the device to the tip of the delivery cable was performed without any abnormalities. After securely attaching the device and the delivery cable, the 10f asd delivery sheath was advanced into the upper pulmonary vein, and the loading device was attached to the delivery sheath. However, when the device was advanced into the sheath by pushing the delivery cable very gently, resistance was felt. It was revealed that part of both the device and the tip of the delivery cable were broken in the proximal part of the sheath. As a result, the delivery system with the device was removed without further incident. The defect was successfully occluded utilizing another delivery system. The cath lab staff threw away the packaging of the delivery system, so the reporter is unable to provide the lot number. Both the device's end screw and delivery cable's end screw were broken. Seven rotations were performed to attach the device to the delivery cable. There was no difficulty advancing the dilator through the sheath.

Manufacturer narrative:
The device has been returned; however, the evaluation has not been completed.

Manufacturer narrative:
Returned product analysis of the amplatzer septal occluder, and amplatzer delivery system cable was performed by aga medical?s technical services technician and resulted in the following findings: upon receipt of the amplatzer septal occluder, the device was returned in the original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and it appears the delivery cable end screw fractured and was left lodged in the device end screw. Additionally, several gouges were observed on the device end screw shoulder and sides. While not conclusive, it appears the device was gripped with some sort of tool.upon receipt of the amplatzer delivery system (delivery cable only), two bends in the cable were observed towards the distal end. Following decontamination, a microscopic examination revealed the distal most bend, adjacent to the proximal end of the distal end screw, measured 30 degrees and the other band occurring 1 inch from distal end, measured 12 degrees. While the exact time at which the delivery cable bends and device end screw gouges were made cannot be determined, they indicate excessive force was applied and this excessive force may also be the root cause of the delivery cable end screw fracture. Review of the manufacturing records confirmed the device met manufacturing specifications prior to shipment. Review of the delivery system?s manufacturing records could not be performed since the lot number was not provided.the amplatzer delivery system was reported in MFR. Report #: 2135147-2008-00025.